Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as: 2134265-2017-07244. It was reported that the patient experienced myocardial infarction stent thrombosis occurred. Vascular access was obtained via the right femoral artery. The stenosed target lesion was located in the ostium of the proximal left anterior descending artery. The lesion was predilated and 2.75x20mm and 2.75x16mm promus element plus stents were implanted in the lad. The stents were post-dilated to 12 atmospheres. Approximately six days later the patient returned with a myocardial infarction and during a procedure in the circumflex artery, stent thrombosis was found in both of the promus element plus stents. The procedure was completed and the patient's status was stable.